Event description:
N/a.

Manufacturer narrative:
Device identifier # (B)(4). The device was returned for evaluation. The unit received with the shock cushion was worn from routine use. The 6 inch transitional teeth were worn and needed to be replaced; shock cushion and 1/4 inch pin were worn. The adjustment wrench of the unit has worn threads. No DHR review was possible as no lot or serial number was provided during the complaint investigation. The reported complaint was confirmed. The observed was likely caused by wear and tear / improper handling of the device. The definite root cause could not be reliably determined.

Manufacturer narrative:
The device was not yet received by the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
A customer reported that the locking handle of the a2101 mayfield ultra base unit was not locking down correctly. The device is seven (7) years old. There was no known patient injury or delay in surgery.